Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the device battery flex and heart lead flex were disconnected due to customer disapproved previous repair. It was also noted that the high rate cover and one side bail were missing, the upper case, lower case and one side bail cover were broken, the battery latches were contaminated, the ring was bent and the display was missing segments due to the connector being loose on the interconnect flex where the light-emitting diode (led) flex connects.

Event description:
It was reported that the external pulse generator was damaged. Follow up determined that the unit had been found in a storage closet "broken up." It was returned for service. No patient involvement or complications were reported as a result of this event.